Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent right attune tkr in another facility and under another surgeon on [date]. Presented to this surgeon with complaint of anterior knee pain. On CT surgeon noted a hot spot under the patella and ? Patella loosening. Revision procedure performed, surgeon put knee through a range of motion and noted laxity in both flexion and extension with existing 5mm poly insert. Surgeon removed this insert and trialed with 7mm insert and was satisfied with rom and stability in flexion and extension. A size 7/7mm definitive poly was inserted. Attention then turned to the patella. The surgeon was able to easily remove the patella component using a bristow elevator and remarked that there 'was only small amount of cement on both the bone and patella component' he proceeded to remove what cement remained, performed a clean up cut and resurfaced the patella to a 41mm dome patella. If other, describe: revision of patella component and poly exchange right attune tkr, was surgery delayed due to the reported event?: no. Action taken when event occurred?: revision of patella component and change of poly insert, was procedure successfully completed?: yes. Were fragments generated?: no, if yes, were they removed easily without additional intervention?: unknown, patient status/ outcome / consequences. Patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)?: no. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no. Is the patient part of a clinical study: no. Ip-01762982 device property of: none, device in possession of none. Ip-01762983. Device property of: none, device in possession of : none, ip-01762984. Device property of: none, device in possession of : none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.: true.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was not returned to depuy synthes for evaluation. Review of the photographic and x-ray evidence was not able to confirm, the complaint. No signs of implant loosening were observed. And no chronological series of x-rays was provided. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.